Manufacturer narrative:
During a review of the alarm trace data, a high number of short sample alarms were observed along with other sample and clot alarms. Instrument performance testing was acceptable. The instrument's special wash setting was correct. The probes are cleaned daily. Since the service visit, qc results have been stable. Based on the calibration and qc data, the reagent performs within specification. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The e601 module serial number was (B)(6). Qc was acceptable. The field service engineer (fse) visited the customer site and checked various parts of the instrument, adjusted the gear pump pressure, and performed a decontamination. Precision testing was within specification. The investigation is ongoing.

Event description:
The initial reporter complained of questionable high results for 3 patient samples tested for elecsys anti-hbs ii (anti-hbs ii) on a cobas 6000 e601 module. Patient 1 initial result was 50.92 ui/l (positive). The repeat result was < 2 ui/l (negative). Patient 2 initial result was 15.96 ui/l (positive). On (B)(6)2025 the repeat result was < 2 ui/l (negative). Patient 3 initial result was 70.91 ui/l (positive). The repeat result was 40.54 ui/l (positive). The lower results were believed to be correct.